Event description:
Fmc product complaint received reporting an internal "blood leak" of a reprocessed dialyzer. Blood was sensed in the effluent dialysate. The pt blood loss was 50cc there were no adverse effects to the pt and no medical intervention was required. Further pt information requested. MDR filed due to blood loss reported. 12/22/1998 and 12/24/1998 requests were made for information. No further information available.